Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) a review was not performed because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a backwall stitch include, but not limited to, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The patient effect of occlusion is listed in the electronic perclose proglide instructions for use as a potential adverse event of use of the device. The patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D4- the UDI is not known as the part and lot number were not provided h10: mw5152843 and mw5152844 the additional vessel closure devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
User facility medwatch (mw5152843) report received that states, "perclose sutures were deployed at the end of a transfemoral tavr (transcatheter aortic valve replacement) case to close the access site. There was significant bleeding, and a third device was used to stop bleeding, which was successful. A subsequent angiogram revealed the close devices had obstructed distal flow and a surgical cutdown and repair of the common femoral was needed. The vascular surgery team took over from this point and repaired the common femoral. Reference report: mw5152844. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)." User facility medwatch (mw5152844) report received that states, perclose sutures were deployed at the end of a transfemoral tavr (transcatheter aortic valve replacement) case to close the access site. There was significant bleeding, and a third device was used to stop bleeding, which was successful. A subsequent angiogram revealed the close devices had obstructed distal flow and a surgical cutdown and repair of the common femoral was needed. The vascular surgery team took over from this point and repaired the common femoral. Reference report: mw5152843. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). The two submitted medwatch forms reference each other.